Event description:
According to the director who initiated the call to the MFR, someone had installed the syringe on the injector and was called away. Another tech came along and thought the syringe was filled. Approx 60 cc of air had been injected. Cause has been identified solely as operator error.